Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg has shifted resulting in pain and difficulty to charge. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The ipg remained implanted.